Event description:
Info received indicates the hi/low function moved unintentionally when housekeeping was cleaning the bed.

Manufacturer narrative:
The facilities biomedical engineer replaced the control board to repair the bed.